Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient came in with an infection of the shoulder 5 weeks after implantation of the anchor.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: infection of the shoulder 5 weeks after implantation. Per additional information: (B)(6) germ was found. The infection was endogenous and not related to our product. Probable root cause: design: wrong raw material or manufacturing agent selected. In-process, cleaning not effective at removing manufacturing residuals. Not enough strict controls placed on raw material source and purity process. Contamination during process. In-process, cleaning not performed to spec application. Contamination of devices. (B)(4).

Event description:
It was reported that the patient came in with an infection of the shoulder 5 weeks after implantation of the anchor.